Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the crani-a attachment device had damaged components: bearings. During service and evaluation, it was determined that the device had ball bearings that fell apart, missing balls and cage, and a damaged crani bracket. It was further determined that the device failed pre-repair diagnostic tests for cutter insertion. It was not reported if the event occurred during a surgical procedure. There was no reports of any delay to a surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.